Manufacturer narrative:
The reported event is confirmed as supplier related. Evaluation found void or channel at the edge of the pvi sachet causing the pvi solution to leak out. The reported event could have been contributed by the supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [storage method and expiration date] 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box.. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pvi leakage was found before opening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that pvi leakage was found before opening.